Event description:
The manufacturer received information alleging a ventilation service required occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The third-party service technician further evaluated but was not able to determine the cause of this error code that occurred on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. The root cause isn't confirmed at this time. Additionally, during the service of the device, the air foam inlet filter, particulate filter, and muffler was replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of a ventilator service required is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h32154336b1d5 review confirms that the device met the final acceptance criteria and was released for final distribution.